Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they charge implanted neurostimulator it feels like their implant site is burning and says this started friday and has gotten worse. They said they were told to call and get the recharger replaced. Pt says the burning only happens when charging ins and said "it feels like im burning from inside and I went to the ER and they gave me shots for the pain". Pt says this sensation makes it "feel like I spilled coffee on me, im also getting electric shocks down my legs since this started and I can't walk very well because of it". A request was sent to the repair department to replace the rtm. Reviewed that if this issue is still occurring after trying the new rtm, to consult with hcp.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed complaint unverified, no issues with finding or charging ins, no anomalies were visually observed and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back saying they had questions about recharging. Patient said the controller currently showed controller was 40% and implantable neurostimulator (ins) was 80% and asked if that was ok. Agent reviewed battery level meanings and reviewed patient should plug controller into ac power so controller was ready to use when patient wanted to charge the implant again. Patient mentioned the belt was so big on them that occasionally during charging they'd hear a beep and would have to reposition to keep trying to charge. Patient also asked about patient services (pss) hours and said if something happened on the weekend they couldn't get help until monday, like if they were getting shocked and patient repeated, they had to go to the hospital and get pain pills over the weekend because they were getting shocks. Agent reviewed that sort of issue should be addressed in person by their healthcare provider.